Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
During a treatment of an acute ischemic stroke, it was noted that the penumbra system aspiration pump emitted a "burning" smell. The pump worked appropriately, maintained pressure and had been on for approx one hour. The hospital switched pumps and continued the case without any issue.